Manufacturer narrative:
The technician could not reproduce the failure. The siderails were functioning as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician attempted to tighten screws on the frame that mounts the siderail to bed. He also put weight on siderail to test if it would collapse. The bed siderails functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account the siderail failed while trying to move patient up in bed (siderails not latching). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).